Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a transmitter battery issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information d9: device returned to manufacturer - additional information d9: date device returned ¿ additional information g3: date received by manufacturer ¿ additional information g6 type of report ¿ additional information h2: additional information/device evaluation information h3a: device evaluated by manufacturer ¿ additional information h6: type of investigation ¿ additional information.

Event description:
It was reported that signal loss occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. Performance data was reviewed but does not reflect the full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.